Manufacturer narrative:
Philips service replaced the lan cable and ethernet cable; further analysis is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that fluoroscopy images were not displayed during emboguide use on a azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.